Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms. Pump received with cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump received motor error alarm. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.